Event description:
Literature review: an article entitled "barbed unidirectional v-loc 180 suture in laparoscopic roux-en-y gastric bypass: a study comparing undirectional barbed monofilament and multifilament absorbable suture' was written by f. Constantino et al published in surg endosc (2013) 27:3846-3851. Overall, postoperative complications occurred from 21 patients. 14 patients from the vloc group experienced early complications. Five patients from the vloc group experienced late complications. These complications included intestinal occlusion (3 patients), intestinal injury (2 patients), cholecystitis (3 patients), abdominal pain (4 patients), intestinal bleeding (1 patient), and pneumothorax (2 patient). This complaint is for one of the three patients in the vloc group who experienced abnormal bowel dilation at the jejunojejunal anastomosis and required laparoscopic surgical treatment. Additional information has been requested for the author but there has been no response as of the submission of this report.

Manufacturer narrative:
(B)(4).